Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that while using the dial-a-flow tubing set in the operating room, the tubing separated at the distal y-site and leaked the patient's blood onto the floor. There was no report of patient harm.

Event description:
The customer reported that while using the dial-a-flow tubing set in the operating room, the tubing separated at the distal y-site and leaked the patient's blood onto the floor. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated at the distal y-site and leaked was confirmed. Visual inspection confirmed that the distal nac-y site had its cap separated from the body of the y-site. Inspection under magnification showed no evidence of tool marks or stress marks. The root cause of the customer¿s report is a manufacturing error.